Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d13675, implanted: (B)(6) 2012, product type: accessory; product ID 37092, lot# 293260002, implanted: (B)(6) 2012, product type: accessory; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and therapy not working as expected. The patient reported that she started having pain a month ago and that the pain was terrible, and she had never went through anything like this before. The patient went to see her healthcare providers (hcp) and had an x-ray 2 weeks ago. The hcp determined the implantable neurostimulator (ins) had dropped about an inch and was lying on top of the hip bone. The hcp gave the patient 2 options: either lift the ins but there was no guarantee the ins would not drop again, or put a body cast to the patient¿s body. The patient requested to meet with the manufacturer¿s representative (rep) to see if the rep could adjust the programming to help control the pain better before she has to have a surgery again. The patient was redirected to hcp. Additional information has been requested but was not available at time of report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had to turn the stimulator off because when it vibrated the patient had a new pain on the right side. The patient went back to the surgeon, but the healthcare provider (hcp) could not guarantee that it would not move again. The patient had scoliosis and thought that it played a part in the movement of the implantable neurostimulator (ins). An hcp said he could operate the move and ins but he was not sure it would stay there. It was noted that she only had the stimulation on in the pelvic area. She took off the stimulation in the right area because that was where the ins dropped. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was scheduled to be reprogrammed on (B)(6). At that time, they were planning to evaluate the system and they were going to attempt to improve her coverage. A day after the appointment, it was reported that the patient requested more stimulation in the center of her back. Otherwise, the patient was charging without issue and using the neurostimulator. There were no issues with the devices. The impedances were within normal range. The programming changes that were made helped and she could feel stimulation in the center of her back. She was receiving effective therapy. It was noted that the patient had a severe case of scoliosis and had hardware in her back from previous surgeries, so she recognized and appreciated the minor improvements that helped her. She gave an example of making it to the bathroom without severe pain.